Event description:
The patient reported that the up arrow keypad button was unresponsive. He stated that on the afternoon of (B)(6) 2012, he removed the pump out of his pocket and it was locked. The patient reportedly attempted several times to unlock the pump. It was noted that for the last three to four months, the up arrow button required several presses on the keypad in order for it to respond and that he had difficulty scrolling. It was indicated that the up arrow button felt like there was a spring behind it and that patient stated that he could hear a click. There was reportedly no damage to the keypad or the pump, the pump was not exposed to water and the patient wore the pump in his pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 08/22/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 07/30/2012 with the following findings. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed visible contamination under the contrast and down arrow button contact. There were no hypersensitive or inverted contacts noted. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).